Manufacturer narrative:
A steris service technician arrived onsite to inspect the system. As the issue was intermittent, the technician could not duplicate the reported event during the inspection. As a proactive action to prevent recurrence, the technician replaced the usb cable, tested the system, confirmed it to be operating according to specifications, and returned it to service. A 1-year complaint review indicates this to be an isolated event. No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that the monitor to their idss integration system is intermittently shutting off. User facility personnel rebooted the integration system to turn the monitor back on. There was no patient on the table when the event occurred. No report of injury or procedure delay.